Manufacturer narrative:
The device was received. Investigation is not complete. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported unrestricted flow. The primary tubing set was being used to deliver 1l of normal saline at a rate of 125ml/hr on the primary line and 100ml of an unspecified solution with 20meq of potassium chloride at a rate of 50ml/hr on the secondary line via a plum a+ pump. After an unspecified length of time in use, the pump alarmed for proximal air, backprime. The nurse indicated the tubing set was backprimed and the delivery was restarted. It was reported that after the delivery was restarted, the pump alarmed for cassette failure. The nurse clamped the secondary tubing set but reportedly did not clamp the primary tubing set. The primarily tubing set was removed from the pump. The flow regulator was reported to be in the closed position; however, unrestricted flow was noted in the drip chamber. The primary tubing set was then manually clamped. It was reported that less than 100ml of solution was delivered to the pt. The tubing set was replaced and the therapies were resumed. The nurse that witnessed the event indicated that there were no changes to the pt's vital signs. There were no reported adverse pt effects or reported delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.